Manufacturer narrative:
Date of event: (B)(6). Date of report: 21aug2019. The manufacturer¿s field service engineer (fse) replaced the front panel to address the reported problem. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During corrective maintenance, the manufacturer¿s field service engineer (fse) encountered that he was getting an alarm led failure error on the screen and in the device history log. There was no patient involvement.